Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 580 mg/dl and was not feeling well. The customer declined assistance from tandem technical support regarding the issue and indicated that the healthcare provider would be contacted to discuss bg level. No additional information was provided.